Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and the helix of the lead was extrinsically bent. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Analyst commented, ventricular capture management trend data shows that week of (B)(6) 2015, threshold rose from 0.625 volts up to 2.25 volts. Other than two weeks where min thresholds measured 1.25volts -1.375volts, max threshold measures greater than 2.5 volts consistently (B)(6) 2015. Visual summary analysis of the lead indicated apparent explant damage. Analyst commented, lead is in segments, no helix testing possible. Helix returned partly retracted and is bent, tissue visible. (B)(4).

Event description:
It was reported that during use, the right ventricular (rv) lead threshold rose after implant. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.